Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed and passed. A review of the bin file was performed and signal loss was not found within the investigation window.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product was provided for evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.